Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample was not returned for evaluation as it was discarded by the user facility. Based on the information received, the results are inconclusive and the root cause of the event is unknown. The current IFU (information for use) instructions states: catheter withdrawal: once the dilation procedure has been completed, use a syringe to deflate the balloon by applying suction to the balloon lumen. This procedure will reduce the balloon profile and facilitate removal of the catheter. Use a gentle counterclockwise twisting motion is recommended when removing the catheter. Caution: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.

Event description:
It was reported that during a pta procedure to an av fistula, site unknown, the doctor had difficulty pulling the balloon catheter back into the sheath after the balloon was inflated two times. After finally pulling the balloon back into the sheath, when he tried to take it back out of the sheath, he was unable to. The balloon and sheath were removed together. It is not known to what atm's the balloon was inflated, though an inflation device was used for the procedure. The doctor also used a 7f sheath and a 0.035 guidewire for the procedure. No injury to the patient was reported.